Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The customer reported they had no concerns and there were no deviations or deficiencies in reprocessing. The steps taken during reprocessing were not provided. The device was last used in a procedure on (B)(6) 2023. The samples were collected after storage. The device was quarantined after testing positive and additional reprocessing was done. The scope was stored in a tub on its own in a drying cabinet. During device evaluation at olympus, it was found the insertion tube was worn and wrinkled, the bending angle did not meet specifications, angulation knobs had play, the bending section cover adhesive was worn and cracked, the adhesive around the distal end lens was worn, the light guide lens was cracked, the scope cover was worn, scratched and dented, the distal end cover insulation test failed, switch #1 was cut and the mouthpiece on the scope cover case unit was loose. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the colonovideoscope tested positive for an unexpected contamination three times. The issue was found during reprocessing. There was no reported patient harm or impact due to this event.